Event description:
The olympus representative reported the visera tracheal intubation videoscope had a leak. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the image guide coil had peeled off, the coating of the insertion tube had peeled off, and the forceps plug mouthpiece was scraped. This report is to capture the reportable malfunctions found during evaluation of the device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the evaluation of the device, it was noted that the watertightness was not maintained due to holes in the bending section and that the universal cord was collapsed. Scratches were found on the insertion tube, universal cord, operation part, switch box, grip, angle lever, up/down knob, video cable, and light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the marking disappearance on the insertion tube, peeling of the coating of the insertion tube, and scraping in the instrument channel port could not be determined. It is possible that the issues occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.